Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. As received, only the connector portion of the lead was returned in one piece for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. Electrical testing that could be performed did not find any indication of conductor fractures or internal shorts.